Event description:
Literature was reviewed regarding: "new devices and techniques for spinal arteriovenous fistula embolization" (page 4). The time frame of this study was: may 2008 to january 2022 (page 2). Multiple manufacturer¿s devices were used in the study population. A total of 38 patients were included in the analysis: 25 patients were offered embolization with n-butyl-cyanoacrylate (nbca) glue, and 13 were treated using onyx by ¿pressure cooker¿ or ¿balloon pressure¿ techniques. The following medtronic devices were used: onyx liquid embolic. No deaths occurred in the study population. Among patient adverse events included:      ¿ there were 10 total intra-procedural complications, 6 in the group treated with nbca and 4 in the group treated with onyx.              ¿ failure to obtain stable and distal microcatheterization, allowing optimal injection of the liquid embolic agent (n=4),              ¿ non-target migration of the embolization material leading to premature discontinuation of the procedure (n=3)              ¿ occlusion by dissection of the arterial supply to the fistula (n=1).              ¿ suboptimal progression of the onyx to the proximal part of the draining vein (n=1).              ¿ obstruction of the working lumen of the dual-lumen balloon microcatheter by onyx, leading to the switch for another dual-lumen balloon microcatheter (n=1).      ¿ periprocedural clinical complications occurred in two patients treated with onyx.              ¿ one case of transient worsening of the lower limbs motor deficit was reported, which resolved spontaneously.              ¿ one case of a deficit of the quadriceps and psoas without any cause found, which resolved within 48 hours of corticosteroid therapy.      ¿ it was noted that none of the clinical complications resulted in permanent deficit or prolongation in hospital stay more than 48 hours in the study. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (lot: unknown); product type: n/a; g2: citation: authors: parat, d., granger, b., shotar, e., premat, k., reina, v., drir, m., gerschenfeld, g., talbi, a., lenck, s., sourour, n., <(>&<)> clarençon, f.. ¿pressure cooker¿ and ¿balloon pressure¿ techniques significantly increase 3-month complete occlusion rate after spinal arteriovenous fistula embolization as compared to glue: single center evaluation. Journal of neurointerventional surgery 16(9):914-920 2023. Doi:10.1136/jnis-2023-020621 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.